Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have pulled back based on the low r-wave, high threshold and rise in impedance measurements. Boston scientific technical services (ts) advised to consider in office follow-up and x-ray to determine lead position. There was no oversensing observed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have pulled back based on the low r-wave, high threshold and rise in impedance measurements. Boston scientific technical services (ts) advised to consider in office follow-up and x-ray to determine lead position. There was no oversensing observed. The lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have pulled back based on the low r-wave, high threshold and rise in impedance measurements. Boston scientific technical services (ts) advised to consider in office follow-up and x-ray to determine lead position. There was no oversensing observed. The lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.